Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 1.5 mm proximal to the proximal end of the proximal marker band. The hypotube was slightly kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination observed no damage to the tip, blades, or marker bands. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and tortuous obtuse marginal artery. A 10mm x 3mm flextome¿ cutting balloon¿ was used to dilate the target lesion. During the 1st inflation, the balloon ruptured after 5 seconds at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and tortuous obtuse marginal artery. A 10mm x 3mm flextome¿ cutting balloon¿ was used to dilate the target lesion. During the 1st inflation, the balloon ruptured after 5 seconds at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient condition was stable.